Event description:
A caller reported a minimum fill notification. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. A new cartridge was loaded to resolve the issue.